Manufacturer narrative:
E3 - occupation: radiology doctor. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide from a neff percutaneous access set unraveled. The wire was advanced through the needle when the coil at the end of the wire "came loose". Then the wire was removed through the needle, and a new product was opened to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
G1: contact office country: united states g1: manufacturing site country: united states investigation ¿ evaluation it was reported that the wire guide from a neff percutaneous access set unraveled. The wire was advanced through the needle when the coil at the end of the wire unraveled. Then the wire was removed through the needle, and a new product was opened to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, and quality control procedures were conducted during the investigation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed three related non-conformances for the wire guide in which 26 devices were scrapped due to broken solders, insufficient solder, and incorrect solder length. A complaint history search identified one other event reported for the same failure mode, from the same customer. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. This device is not supplied with instructions for use (IFU). However, the wire guide holder is supplied with a label that indicates the wire guide should not be withdrawn through the needle. Based on the information provided, no product returned, and the results of our investigation, it was concluded that this event to be a failure to follow instructions. It is likely the wire guide became damaged when the wire guide was withdrawn through the needle. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.